Event description:
The customer reported that from the initial use of the device, a regrasp alarm was heard. The device was connected to another generator and the same tissue occurred. This caused the surgery to be extended by approximately one hour. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2009 under 1717344-2009-00655. Upon testing, the incident device jaw splay was found to be out of specification. Although we were unable to confirm a regrasp alarm when activated on a saline soaked towel, it has been determined tha jaw splay can cause regrasp alarms. Manufacturing has instituted a 100% visual inspection for jaw splay.